Event description:
It was reported that the user scanned a freestyle libre 3+ sensor in the libre app and then started a new sensor in the ilet mobile app after receiving a ¿sensor in use by another device¿ notification; the agent guided activation on ilet and the warmup timer started successfully. There were no reported alerts or alarms and no clinical symptoms. Outcomes included successful sensor activation on the ilet system with education provided. User support included troubleshooting and user education. Investigation of this case revealed that the initial conflict stemmed from the sensor being paired with another device, and the issue resolved after starting a new sensor session on the ilet app. It was concluded, based on previously established findings for similar reports, that user error and interaction with multiple apps and devices was the most probable cause.